Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to pocket site discomfort. The physician moved the pocket to a more comfortable location and the pt is reportedly doing well.